Manufacturer narrative:
Patient identifier: (B)(6). Device is a combination product. Device evaluated by manufacturer. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that following a coronary artery stenting treatment procedure, the patient experienced chest pain and had coronary artery bypass grafting. The target lesion was located in the ramus with 95% stenosis and was 20 mm long with a reference vessel diameter of 2.2 mm. The physician treated the lesion with pre-dilatation and implanting a 2.25 x 24mm (B)(4) study stent with 0% residual stenosis. A non-target vessel was located in the 1st obtuse marginal and was treated with balloon angioplasty and placement of a (B)(4) stent. The patient was discharged the next day on protocol doses of aspirin and clopidogrel. In (B)(6) 2010, the patient presented to a (B)(4) study site with transient chest pain and shortness of breath that had been occurring on and off for the last month. Associated symptoms were left and right shoulder pain, weakness is the upper extremities, dizziness, and muscles twitching and cramps. Chest pain worsened with exertion. He was also noted to have a cough with white sputum. A 12-lead ECG showed sinus rhythm with no significant st-t changes. Troponin I came back borderline elevated at 0.059 with normal interval between 0-0.056. The patient was transferred to the (B)(4) study site for further evaluation and treatment. Upon arrival to the emergency room, a repeat ECG showed normal sinus rhythm and was otherwise unremarkable. The subject underwent coronary artery bypass grafting x3 with left ima to the lad and a sequential reversed saphenous aortocoronary bypass graft to the ramus, obtuse marginal branch of the circumflex. The patient was discharged 4 days later.

Manufacturer narrative:
Relevant tests/lab data corrected values and updated information.other relevant patient history corrected.(B)(4).

Event description:
It was reported that following a coronary artery stenting treatment procedure the patient experienced chest pain and had coronary artery bypass grafting. The target lesion was located in the ramus with 95% stenosis and was 20 mm long with a reference vessel diameter of 2.2 mm. The physician treated the lesion with pre-dilatation and implanting a 2.25 x 24mm taxus liberte study stent with 0% residual stenosis. A non-target vessel was located in the 1st obtuse marginal and was treated with balloon angioplasty and placement of a taxus express2 monorail stent. The patient was discharged the next day on protocol doses of aspirin and clopidogrel. In (B)(6) 2010, the patient presented to a non-clinical study site with transient chest pain and shortness of breath that had been occurring on and off for the last month. Associated symptoms were left and right shoulder pain, weakness is the upper extremities, dizziness, and muscles twitching and cramps. Chest pain worsened with exertion. He was also noted to have a cough with white sputum. A 12-lead ECG showed sinus rhythm with no significant st-t changes. Troponin I came back borderline elevated at 0.059 with normal interval between 0-0.056. The patient was transferred to the clinical study site for further evaluation and treatment. Upon arrival to the emergency room, a repeat ECG showed normal sinus rhythm and was otherwise unremarkable. The subject underwent coronary artery bypass grafting x3 with left ima to the lad and a sequential reversed saphenous aortocoronary bypass graft to the ramus, obtuse marginal branch of the circumflex. The patient was discharged 4 days later.